Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 05:32:53. During night drain cycle nine, the patient's ultrafiltration reading was 1592ml, indicating the home patient (hp) drained 1592ml more than their maximum programmed fill volume of 350ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.